Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when further info becomes available. Reference exemption # (B)(4). This event is related to medwatch report numbers - (B)(4).

Event description:
(B)(4).